Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument was difficult to open and close. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
1/27/1998-supplemental report #1 submitted to FDA.2/9/1998 - supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition has been confirmed and attributed to the binding on the radius feature of the cartridge housing.